Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit had a faulty light indicator on battery. There was no patient involvement.

Manufacturer narrative:
Additional information: e1(event site state: (B)(6), event site postal code: (B)(6)). A getinge field service engineer (fse) had visited the site and evaluated the unit and he repaired re-fitted a new back and left the unit on charge. The unit was returned to customer for clinical use. There was no involvement of the patient.

Event description:
N/a.